Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73b1800401 was manufactured on 02/15/2018 a total of 9,632 pieces. Lot was released on 02/23/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. Three loose clips were returned. The clip cartridge was returned with three intact clips. The returned clips were visually examined with and without magnification. Visual examination of the returned loose clips revealed that the clips were returned with several damages. One clip was returned with the hook broken off and the inner hinge damaged. Another clip was returned with the pierced bosses broken off and the inner hinge damaged. This clip also had a divot near the hook. The third clip was returned with a bent hook and a divot near the hook. This clip also appeared to be missing the radius on one side of the hook, which is an indication of mis-molding and could cause the hook to break upon application. Visual examination of the clips returned in the cartridge revealed that the clips were returned with indications of mis-molding. Two of the clips from the cartridge appeared to have flash near the hook. The other clip from the cartridge appeared to be missing the radius on one side of the hook, which could cause the hook to break upon application. Functional inspection was performed on the clips in the cartridge that were returned. A lab inventory clip applier was used. All three clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. The observations and results from this investigation were discussed with a r & d engineer. The broken pierced boss, the broken hook, the broken inner hinges, the radius missing near the hooks and the flash are all indications of mis-molding of the clips. These defects due to the mis-molding of the clips could affect the end user's ability to properly load and apply the clips. The divots and the bent hook observed on the loose clips appear to have been caused by using damaged appliers with misaligned jaws. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate these types of molding defects. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There are indications of mis-molding on the returned clips which could affect the end user's ability to properly load and apply the clips. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The reported complaint of "clip fell off applier" was confirmed based upon the sample received. Three loose clips and three clips in the cartridge were returned. The appliers were not returned.

Event description:
It was reported that the clip fell off the applier after closing. The patient is fine.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip fell off the applier after closing. The patient is fine.